Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker entered an inappropriate mode switch on the right atrial (ra) channel due to oversensing of minute ventilation artifacts. The patient is pacemaker dependent. It was noted that device reprogramming would be scheduled for the following week. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information indicated that the non-boston scientific ra lead was reprogrammed due to the oversensing and to a high, out-of-range spike in ra impedance. After reprogramming the lead to unipolar, ra noise worsened and noise also developed on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) discussed that this noise could be due to lead-on-lead contact or oversensing of electromagnetic interference (emi). It was reported that the patient felt dizzy, but it was unclear if this was related to the device; they were ill at the time. Ts discussed potential optimization of programming to avoid oversensing. The device remains in service but the boston scientific field representative noted that the patient would be scheduled for a lead revision. It was also noted that the lead damage was suspected to be due to clavicular/first rib crush. No additional adverse patient effects were reported.